Event description:
It was reported stent damage was present. A procedure was to be performed with a 4.00 x 38mm synergy xd drug-eluting stent. During the unpackaging of the device, it was noticed that there was damage present on the device. The stent was not used, therefore there was no patient harm. The procedure was successfully completed with another of the same device without further issue or patient injury.